Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer going to clinic due to meter results. Meter and test strips were returned for evaluation. Reported defect not reproduced on returned meter and strips. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note: manufacturer made several attempts to contact customer to ensure the replacement products resolved the initial concern - unable to establish contact with customer.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from back to back am fasting test results obtained 2 weeks ago of 172, 204 and 149 mg/dl and from am fasting results obtained of 141, 152 and 116 mg/dl. The customer¿s expected blood glucose test result ranges are 98-110 mg/dl fasting am and when he eats sugar the day before <147mg/dl am fasting; customer confirmed that he did not have sugar meals the day before these tests were performed. The customer feels well and did not report any symptoms. Customer stated that he went to the clinic due to concern with the true metrix meter results. Customer's blood glucose test result when tested at the clinic had been 96 mg/dl fasting. No further information was provided. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 11/15/2024 and open vial date is close to one month. The meter memory was not reviewed for previous test result history.